Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate high readings. At about 10 days later, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose one time in the morning and manages his diabetes with metformin and amaryl. The pt claimed that he obtained elevated readings above 150 mg/dl on the subject meter two or three times a week about one month prior. His average blood glucose is around 128 mg/dl. As a result of the elevated readings, he increased his amaryl medication before he drank orange juice and ate breakfast. Reportedly, on two or three occasions, the pt developed symptoms described as "hunger, confused, and shaky" at 11 am while he is at school. The symptom abated after he administered self-treatment with food/drink. The pt attributed his reported symptoms to the elevated readings obtained on the subject meter, which he felt was inaccurately high at the time of concern. During troubleshooting, the pt reported blood glucose results of "157 mg/dl" with a lifescan meter and "131 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. This complaint is being reported because the pt claimed he had symptoms that can be associated with hypoglycemia after he increased his amaryl per the elevated lfs meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.